Event description:
Caller reported cgm error and contacted technical support for assistance. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions and guided the caller through the process, after which the pump did not display the cgm error code again.